Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had a fall and broke their hip about 2 years ago and ever since then they have been having bladder control issues off and on. They have to wear a diaper every day and when they have to go, they can't hold it, they wet themselves. They have tried making adjustments to their therapy. The symptoms have gotten worse over the last 2-3 months. The caller noted that when they have to go, they have to go. Caller also said they get a sensation when they pee that feels like cramping, like if they are putting in a tampon in, but no burning. They are not sure if that sensation is related to their bladder or not. Helped caller connect to implant and they are seeing device not responding. The caller noted that they have had complications using the external devices since they were implanted because they are difficult for them to use and they prefer the old style patient programmer that they had with the previous device. The caller confirmed that they can feel the device under the skin and it moves sometimes it is flat and other times it pokes out a little bit. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.